Manufacturer narrative:
Date sent to FDA: 03/23/2023. To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent an hernia repair surgery on (B)(6) 2019 and mesh was implanted. It was reported that patient experienced pain and numbness in abdominal area. No additional information was provided.